Event description:
Manufacturers ref: #(B)(6).

Manufacturer narrative:
It was reported that the device repeatedly alarmed for o2 concentration low. During the investigation by our field service engineer (fse), the performed pre-use check failed its performance (flow transducer test) with inspiration o2 was not within the accepted limits with error code 2. The issue has been solved by replacing the o2 gas module. After replacement, the unit passed all performed tests and was cleared for clinical use.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).